Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported filed event of output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. The device was tested using automated test system. Analysis found the high voltage output circuitry damaged and all other low voltage test specifications normal. The low hvli reported is due to the damaged lead.

Event description:
It was reported that the patient presented at the physicians office after receiving a shock. An alert was delivered for possible output circuit damage. The device attempted to charge several more times with no success. Suspected arcing was noted on the device. The device was explanted.